Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous right anterior tibial artery. The 2.0x40mm sterling balloon was advanced to dilate the lesion. The balloon was inflated twice to 6 atms for 30 seconds. During the second inflation, the balloon ruptured at 6 atms. The procedure was completed using another of the same device. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous right anterior tibial artery. The 2.0x40mm sterling balloon was advanced to dilate the lesion. The balloon was inflated twice to 6 atms for 30 seconds. During the second inflation, the balloon ruptured at 6 atms. The procedure was completed using another of the same device. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the balloon catheter was returned in a deflated state. There was blood present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located on the distal end of the balloon, which was located approximately 1 cm from the tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).